Event description:
The company representative on behalf of the customer reported, an error was displayed during the water leakage check. The device was returned and an evaluation revealed presence of foreign object in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and customer allegation was reproduced. Due to a pinhole on bending section cover, water tightness was lost. Because guide pin of electrical connector was shaved, water tightness was lost. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Up/down knob had corrosion. Adhesive on bending section cover had a chip. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Due to damage on channel tube, forceps could not be inserted smoothly. Mouthpiece was loose. Adhesive around light guide lens was peeled. Connecting tube had a dent and a scratch. Connecting tube had discoloration and wrinkle. Forceps channel port was shaved. Scratches were found throughout the device. Control unit had discoloration. Due to damage on channel tube, forceps could not be inserted smoothly. Electrical connector had discoloration due to water leakage. Due to a scratch on objective lens, flare occurred. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The cause of the entry of the foreign matter was unable to be determined, as detailed handling information was unable to be obtained. Olympus will continue to monitor field performance for this device.